Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter's luer lock connection was found damaged during use. The following information was provided by the initial reporter, translated from german to english: "the luer lock connection on the peripheral venous indwelling cannula was defective. This was only noticed after attempted connection of the infusion. Patient has to be punctured again, additional risk of infection and delay in initiating treatment (anesthesia)".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter's luer lock connection was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the luer lock connection on the peripheral venous indwelling cannula was defective. This was only noticed after attempted connection of the infusion. Patient has to be punctured again, additional risk of infection and delay in initiating treatment (anesthesia)".